Event description:
It was reported that the patient presented in hospital after receiving continuous shocks from the implantable cardioverter defibrillator. Device interrogation revealed that the device was in backup vvi mode and continued to shock the patient. A magnet was placed on the ICD and the shocks stopped. On (B)(6) 2017, the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of backup mode was confirmed in the laboratory and was due to two successive resets. The device was tested on the bench and it was noted that the resets were caused by hardware and software losing synchrony due to multiple successive high voltage charges.

Manufacturer narrative:
Correction: date of explant was initially reported as (B)(6) 2017. The correct date of explant is (B)(6) 2017 and should supersede the previously reported date.